Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer miscalculated the carbohydrates for a bolus and consumed more food than the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently increased; however, no bg value was provided. A correction bolus was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.